Event description:
Patient #(B)(6) index procedure was performed on (B)(6) 2022. At the patient's one month follow up, it was identified that the screw at l4 had migrated into the canal. On (B)(6) 2022 the patient was revised to apifix placing a new screw at l3. No sequelae reported.

Manufacturer narrative:
A review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Patient #(B)(6) index procedure was performed on (B)(6) 2022. At the patient's one-month follow up, the doctor identified that the screw at l4 had migrated into the canal. On (B)(6) 2022 the patient was revised. The surgeon tried to remove the screw and worked to re-direct it. After some effort the pedicle did in fact break, so it was decided to go up to l3. After the scew relocation, it was found that the mid-c 115 was too big so it was replaced with a mid-c 105. The surgeon believes it was possible that the screw may have migrated during distraction. Risk assessment: at the time of this report, the incident rate for screw misplacement/migration was well within the rate reported in the literature for this type of complication as described in the company's clinical evaluation report (cer).

Manufacturer narrative:
Return analysis: the explanted device was returned to orthopediatrics in (B)(6) and was subjected to engineering evaluation. The device actuated normally. No observable wear was seen on the spherical rings. Some damage was observed on the body and pole, presumably this occurred during or after the removal procedure and not associated with the complaint. There were no obvious manufacturing or design defects which contributed to the failure. The wear analysis portion of retrieval and analysis protocol was not conducted because the time of implantation was less than 12 months and the cause of failure was obvious, pedicle fracture.